Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. This complaint is for a report of a use error - reuse of single-use product issue. Complaint is confirmed because it was reported during power failure patient ended therapy in error and resumed setup with same single use supplies without following proper power failure procedures. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
A customer contacted global technical services (gts) regarding a use error- reuse of single-use product that occurred on the homechoice (hc) unit during therapy, while the patient was connected. The home patient (hp) stated that power had been restored in home, and they ended therapy in error and resumed setup with same supplies. Hp completed I-drain and first fill. The technical services representative (tsr) reviewed proper power failure procedures. Hp refused to start over with new supplies. Tsr advised wife that hp will come up short of solution. Hp will notify nurse. There was no serious injury or medical intervention reported.